Manufacturer narrative:
Technical investigations were conducted by the local abbott informatic specialist involving the product sme and r&d engineers found that, when the quantitative/numeric result came from the instrument (alinity I), aliniq ams was unable to add the interpretation/qualitative result to this specific request. Although aliniq ams failed to add the interpretation result, a wrong interpretation (negative) comment was auto validated by aliniq ams and sent to lis. The incorrect interpretation result released by aliniq ams was due to a human error during the configuration the aliniq ams system which led to the issue described in the complaint. The abbott informatic technical specialist did not consider the interactions between the behavior of the aliniq ams worklists adding tests that already exist on another active worklist, as well as the rule requirements of adding tests that consequently add comments to an existing test. To address this scenario a configuration change was performed by the abbott engineer: two aliniq ams rules were configured to include qualitative / interpretation tests (e.g., hivagabi) whenever the lis sends request only for quantitative/numeric tests. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any complaints similar to the issue under review. A device history record was reviewed and did not identify any non-conformances, deviations, or potential non-conformances related to the issue under review. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the aliniiq ams base software version 3.01, list 03r89-62.

Event description:
The customer reported incorrect interpretation of results when using the aliniq ams base software. The customer stated that on (B)(6) 2023 a sample ID (B)(6) was tested and generated a numeric result of 1.30 s/co but with no interpretation populating from the aliniq ams base software. However, a negative interpretation was sent from the ams to the customer¿s lis when the interpretation should have been positive. The previous hiv results for this sample have been correctly transmitted. One sample ran on (B)(6) 2023 with a result of 0.98 s/co and sent a negative interpretation. The other sample ran on (B)(6) 2023 with a result of 1.28 s/co and sent a positive interpretation. There was no impact to patient management reported.

Event description:
The customer reported incorrect interpretation of results when using the aliniq ams base software. The customer stated that on (B)(6) 2023 a sample ID (B)(6) was tested and generated a numeric result of 1.30 s/co but with no interpretation populating from the aliniq ams base software. However, a negative interpretation was sent from the ams to the customer¿s lis when the interpretation should have been positive. The previous hiv results for this sample have been correctly transmitted. One sample ran on (B)(6) 2023 with a result of 0.98 s/co and sent a negative interpretation. The other sample ran on (B)(6) 2023 with a result of 1.28 s/co and sent a positive interpretation. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.